Event description:
Prior to the inital implant, increased pacing impedance was observed on the right ventricular (rv) lead. Another rv lead was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of high pacing impedance and ¿not possible to insert is4/df4 connector sleeve on lead's pin¿ were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.